Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured from the start, the pressure could not be increased at 2 atm to 3 atm for almost 0 second. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition after the procedure.